Manufacturer narrative:
A ge service represetative performed an onsite investigation. The interlock circuitry connections were cleaned and reseated, and the ps2 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an interlock failure error message which was not able to be cleared by rebooting the system. This rendered the system unusable. There is no report of patient injury associated with this event.